Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose, likely to have been caused by some infection, as advised by doctors. The blood glucose reading was more than could be shown on the glucometer. It was noted that the customer was vomitting prior to admittance. At the time of call, the blood glucose reading was 300 mg/dl, and was being treated in the hospital via manual injection. The caller was advised to insert in various sites on the body and to call back if the issues persisted. Nothing further reported.